Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to abdomen and flanks using cooladvantage applicator developed paradoxical adipose hyperplasia. Report was received by allergan aesthetics approximately five months after a reported treatment date.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.